Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the pacemaker had voltage reading below eri, but had not triggered an alert for eri. The device was considered at eri and would be changed. The patient was stable.